Manufacturer narrative:
Voluntary medwatch report received: mw5167083.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited low pacing impedance and noise oversensing resulting in pacing inhibition. No changes or interventions were performed. There were no patient consequences.